Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D4: additional device information: expiration date, UDI updated. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date updated . H10: additional narrative. Report submitted to update UDI, manufacturing date and expiration date. Zimvie received one (1) tsvmwb10, tapered screw-vent implants with 0.5mm machined collar, mtx surface and microgrooves for evaluation.visual evaluation was performed. Fracture identified at the collar. This complaint refers to the tsvmwb10, tapered screw-vent implants with 0.5mm machined collar, mtx surface and microgrooves. DHR review was completed for the subject lot number 1239002. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239002 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period â¿¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvmwb10, tapered screw-vent implants with 0.5mm machined collar, mtx surface and microgrooves for evaluation.visual evaluation was performed. Fracture identified at the collar. This complaint refers to the tsvmwb10, tapered screw-vent implants with 0.5mm machined collar, mtx surface and microgrooves. DHR review was completed for the subject lot number 1239002. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1239002 for similar events and one other complaint was identified (B)(4). Review completed utilizing keywords: dental : functional : fracture : implant. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. Fracture identified at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k101880.

Event description:
Doctor reported implant fracture at tooth site 46. Implant was removed with a trephine drill.